Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was 464 mg/dl. The patient treated via manual insulin injection. The patient's blood glucose at the time of call was 363 mg/dl. Troubleshooting was initiated for the high blood glucose. During troubleshooting the drive support cap appeared normal. There were no site or reservoir issues noted. The device settings were programmed accurately. The high pressure test was successfully completed. The insulin pump was not returned for analysis.